Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the shell of the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Additionally, the seal looks and feels right, and the shell does not feel sticky. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 325cc mentor memorygel breast implant intended for use in a breast augmentation procedure was found to have a sticky texture, similar to gel leakage, prior to surgery. In addition, the customer reported that the device felt coarse to the touch, and that the seal did not appear level. As a result, the device was not used. The event occurred before surgery and there was no patient involvement.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that box b1 product problem was not checked in the initial report. This box has now been checked. Manufacturer's reference number: (B)(4). On (B)(6) 2021, mentor became aware that box b1 product problem was not checked in the initial report. This box has now been checked.